Manufacturer narrative:
A bayer service injector system checkout has been requested and is awaiting the customer response. In addition, a request for the return of the disposables and/or lot numbers used in the reported occurrence has been made and is awaiting the customer response. The information regarding ultravist is being managed by the appropriate bayer drug safety team. Additional applications training has been offered to the customer site without a response at this time. A follow up report will be submitted following the completion of the investigation.

Event description:
A customer reported the following: a patient suffered "respiratory difficulty and loss of knowledge" 90 minutes following an injection of ultravist while connected to stellant injector system (serial (B)(4)). The patient was reported to expire later that evening. Currently, there is no specific allegation and/or indication that the stellant injector system was at fault. The hospital indicated that a police investigation was underway and therefore, limited information is available at this time. A request for additional information, including an autopsy report and/or cause of death report, has been made.

Manufacturer narrative:
A bayer service injector system checkout was completed on july 14, 2021. The system was found to perform to specifications. The available information provided by the site at this time does not suggest an allegation of product malfunction of the stellant injector system or its disposables. After filing the initial MDR submission, we learned that this event involved a 73 year old male patient, with a past medical history of carotid artery stenosis and glaucoma. To date, the customer has not responded to any of these requests for additional information. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to this reportable event.